Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging cancer and death. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. The device was returned to a third-party service center for evaluation. During the evaluation of the device, the service center visually inspected the device and found damage to the upper and bottom enclosure. There was no evidence of foam particles, degradation, or contamination. The parts were replaced. The unit was cleaned, disinfected, and recertified and passed all testing. At this time, no further investigation can be performed. If any additional information is received, a follow-up report will be filed.